Manufacturer narrative:
H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided.

Event description:
It has been reported to philips that the device may have a button issue. There was no patient involvement reported.